Event description:
Pump declared alarm 20 during the pumping process, but there was no adverse impact to the customer¿s blood glucose level, which was recorded at 230.40 mg/dl. Technical support assisted the customer in loading a new cartridge using the correct technique, after which the customer was able to successfully resume insulin therapy. No additional information was available regarding the original cartridge lot number, and there were no prior reports of cartridge alarms with this pump serial number.